Manufacturer narrative:
Field service engineer (fse) went onsite and confirmed the reported issue. The fse reviewed the logs and did not discover any error codes. The fse then performed a replacement of the flow sensor assembly and confirmed the reported issue was resolved. The fse replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that there was an alarm for low air leakage. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that there was a low air leakage with a blocked pipe. The rse confirmed the reported issue and advised a repair plan of downloading and checking the error log as well as troubleshooting the flow sensor and data acquisition (da) printed circuit board assembly (pcba). The investigation is ongoing.